Event description:
Allegedly patient had mild groin pain and fluid in the joint. At revision, there was abnormal appearance of the component but no metallosis.

Event description:
Allegedly the hip was revised due to hip pain. The cup was not released by the hospital due to tissue. Surgeon advised he had to do femoral osteotomy to remove stem. All components were well fixed.

Event description:
Allegedly patient had mild groin pain and fluid in the joint. At revision, there was abnormal appearance of the component but no metallosis.

Manufacturer narrative:
Date of event - (B)(6) 2012. Explanted date - (B)(6) 2012. User facility, age of device - 5 years. Date received - (B)(6) 2012. Investigation is not complete. This report will be updated when the investigation is complete. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This is the same event as 1043534-2010-00351, 00352, and 1043534-2012-00193.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Literature reviewed. Evidence that product in spec when used. Use of device could not be determined.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed and analysis showed no trend for (B)(4) lot no: 076349880. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. To date, the revision facility information cannot be obtained and the product has not been returned for evaluation. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00351, 00352.